Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 400 mg/dl at the time of the incident. Customer stated that the insulin pump didn't have a power and the transmitter and meter was not connected to the pump anymore. Customer successfully connected transmitter and meter. Customer mentioned that they experienced high blood glucose not because of the insulin pump but because they just realized that they didn't have a sensor reading. The device will not be returned for analysis.